Manufacturer narrative:
Device passed the displacement. Pump received with broken reservoir tube lip, cracked case display window corner, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches on the display and cracks on the battery area and the front of insulin pump. The customer¿s blood glucose was unknown at the time of incident. Customer can read the insulin ump screen and insulin pump was functioning as designed but it was difficult on the deeper scratches. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.